Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that serter was not releasing the sensor. Customer's blood glucose was 487 mg/dl. Customer was educated on serter usage. Serter was able to release sensor. Customer also requested information on insulin pump in order to obtain the correct manual due to going on vacation. Customer was assisted.